Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was inserted without difficulty on 12/17/08 via basilic vein. An x-ray revealed the catheter was into the right atrium. The catheter was withdrawn in late 2008 (approx 24 hours after insertion). It was described that the thrombosis started at the basilic vein to the axilla. As a result, the pt was diagnosed with phlebitis of the right arm and risk of pulmonary embolism. The administration of anticoagulation therapy and elastic retention will occur as intervention to the pt. It will be necessary to follow up on this pt for three months. There were no further details on this event. There were no further pt complications.